Event description:
Our hospital used remel xpect influenza a&b testing screen. Yesterday we had our second false positive reaction. Last week we encountered another incident where the test says influenza is present but when you repeat the test it is negative. This was reported to the co. Remel is investigating. We issued amended reports on each pt.